Event description:
The customer reported a motor error alarm after exposing the insulin pump to an MRI scan. The customer stated that she was unable to clear the alarm. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.